Manufacturer narrative:
Data containing the alleged run was not provided. The root cause of the discrepant result for sars-cov-2 could not be determined without reviewing raw data. An instrument assessment determined no instrument-related issue.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive a result for sars-cov-2 (negative for influenza a and b). The same sample was retested on a competitor platform (panther fusion) generating a negative result for all three targets. The positive sars-cov-2 result was reported. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The liat analyzer (sn (B)(6) was returned in order for the problem report containing the alleged run information could be extracted. Although a root cause cannot be identified, a review of the data showed true amplification for the positive results. No systemic product problem with the reagent or hardware was identified. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. B3 - date of event updated to the correct run date according to newly provided data. B6 - relevant test/laboratory data updated to provide run # and correct run date. The eval conclusion code was updated to cause not established based on the newly provided run data.